Event description:
A patient contacted global technical services (gts) regarding assistance with a check lines and bags alarm while using the homechoice (hc) during therapy, while priming. The patient stated he connected himself several hours ago and the hc kept alarming check lines and bags. Gts advised the patient they should not be connected during priming, and advised the patient to connect when the display shows "connect yourself." The patient stated he was connected, but the clamp on the patient line was closed. Gts advised the patient the line was full of air and needs to be primed. The patient stated they were using the new luer locks, and gts explained the patient would need to break the frangibles after connecting the bags. Gts advised the patient would need to start over with new supplies. The patient broke the frangibles, the alarm cleared, and the patient continued with the setup. Gts advised the patient several times to start over with new supplies and the patient refused. Gts advised the patient that if they continued the setup and therapy, it would be at their own risk and that gts strongly advised them to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check lines and bags alarm. The patient stated that the patient line clamp was closed during priming. Clamp should be open for priming. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. From the data within the complaint information, the root cause was user error. A label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).